Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice heater heats the peritoneal dialysis fluid up to 39 degrees centigrade. This event occurred during use but the patient was not connected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. A visual inspection was performed and no issues were noted. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects or malfunctions found with the device. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.